Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was implanted then explanted after weaning the patient off cardiopulmonary bypass due to obstruction of the coronaries. The surgeon indicated that there was no malfunction or quality deficiency of the edwards valve. No other details provided.

Manufacturer narrative:
Obstruction of coronaries. Additional manufacturer narrative:partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. In this case, the surgeon confirmed that there was no malfunction or quality deficiency of the edwards valve. No further actions are possible with the available information.